Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported false positive results on the alinity m sars cov-2 assay. One sample (B)(6) generated a suspect positive result and when retested, it was negative. Customer was advised to perform an environmental contamination check and perform instrument decontamination. When retesting 11 more patients samples who had discrepant results between (B)(6) 2021, the results came out to be negative. The false positive results were not reported outside the lab, therefore there was no impact to patient management. Customer states he has reported this observation of false positive results to the local regulatory agency. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer results log files for patient samples in question was performed. The validity of the runs / controls was verified. All runs were valid. Review of the amplification curves for data files does show some wavy curves but not on samples in question. The assay software is performing as expected. The review of the results log files demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-90) lots 516910 and 517009 are performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lots 516910 and 517009 are performing outside of established design performance specifications. Quality data review: device history record review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lots 516910 and 517009 and their components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing for both lots. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lots 516910 and 517009 and their components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results (false positive) for fifteen patient samples when using alinity m sars-cov-2 amp kit (list 09n78-090) lots 516910 and 517009. The complaint history review identified six additional complaint tickets related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lots 516910 or 517009. One ticket was independently investigated and no product deficiency was found. Four tickets are currently in the process of being independently investigated. One ticket is currently non-elevated and being troubleshooted by technical service with the customer. Currently no product deficiency identified for the above tickets/ lots. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lots 516910 and 517009 was not identified.